Event description:
It was reported that patient had high blood glucose due to blockage managed with insulin via on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury .Request was performed for additional information including complete information blockage issue.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.